Manufacturer narrative:
The lens was explanted on 01 mar 2017 due to excessive vaulting, significant reduction of irido-corneal angles, pigment dispersion, and glare/haloes. The patient's post-op uncorrected visual acuity (ucva) was 20/20. (B)(4). Result code: previous code not applicable. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue and debris on product. Visual inspection found foreign material on lens surface (debris and residue on lens), the lens missing a piece of haptic, and the lens has a curved shape. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/1.5/74 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for the shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.